Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a right knee arthroscopy procedure the unit broke and remained in the knee. Opening of the knee was required to retrieve the unit.

Event description:
It was reported that during a right knee arthroscopy procedure the unit broke and remained in the knee. Opening of the knee was required to retrieve the unit.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the probe confirmed the presence of a broken off hook. The broken part was not returned with the probe. The probable root cause for the broken off hook is likely due to excessive force applied by the user. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.